Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the customer passed away. The blood glucose reading was not known. The customer had a heart attack and was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The unit was received without the original battery. Data analysis: the download history file begins with (B)(4) 2012 a21 alarm, followed by multiple different alarms. The daily totals details from (B)(4) 2012 only listed the daily total insulin = 0.00 u. There was no data listed for the dated of (B)(4) 2014 although, the device was received with a depleted battery, it appears that the insulin pump reset to factory default. The unit then was monitored for 24 hours with no unexpected error alarms. The device had error alarms in the alarm history screen due to corrupted history files.